Event description:
It was reported that this pacemaker entered into safety mode while being interrogated. The patient was symptomatic with stimulation with thumping around breast and diaphragm, shortness of breath and lightheadedness. The pacemaker started over sensing myopotentials. Initial interrogation was not complete, but field representative exited and reinterrogated successfully. Furthermore, the patient also reported discomfort, pain, inadequate stimulation, syncope with fainting and loss of consciousness. The pacemaker was explanted and has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker entered into safety mode while being interrogated. The patient was symptomatic with stimulation with thumping around breast and diaphragm, shortness of breath and lightheadedness. The pacemaker started over sensing myopotentials. Initial interrogation was not complete, but field representative exited and reinterrogated successfully. Furthermore, the patient also reported discomfort, pain, inadequate stimulation, syncope with fainting and loss of consciousness. The pacemaker was explanted and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device was not able to confirm it was operating in safety mode as no telemetry could be established with a programmer. The device case was opened, and the battery was removed and forwarded for detailed testing. After the battery analysis, a depleted cell with no battery-related failure was determined. Despite analysis, the root cause of the clinical observations could not be confirmed.